Event description:
It was reported that during follow up, the lead exhibited high capture threshold. A decrease in r-wave sensing and a decrease in pacing lead impedance were also noted. Lead dislodgement was seen under fluoroscopy. The lead was successfully repositioned. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.